Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was impedance on the right ventricular (rv) lead. The lead was capped and replaced. During the lead revision, the device paced with 120bpm although the device was programmed to vvir, 60bpm. The customer interpreted this pacemaker behavior as inappropriate. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.